Event description:
It was reported to philips that some control buttons were not functioning. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the coronary procedure was completed after moving the patient to another room. It was reported to philips that some control buttons were not functioning. No further information regarding the issue was provided by the customer and no service action has been performed by the philips, since the customer did not ask for philips service. To date, there have been no further reports of this issue. The codes have been updated based on the investigation outcome.